Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (contaminated) with the needle detached from the thread (thread is still wound on the pack). However, considering that there are previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the open samples received are contaminated and a further analysis cannot be performed. Nevertheless, from the previous complaints, the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needles escaped from the thread. Final conclusion: considering that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when user opened it, the needle and thread had already detached at the thread attachment point. Additional information has not been provided.